Event description:
It was reported that a patient experienced a perforation during a colonoscopy screening and underwent surgery the next day to repair it. There was no report of a device malfunction. Additional information was requested but was not available at the time of this report. The device model number was not provided by the customer. Cf-hq190l was selected as a representative device model.

Event description:
No additional information received from customer.